Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter air was seen on the ice imaging. When the wire was advanced out of the catheter and into the vein while working on the left inferior pulmonary vein (lipv) micro bubbles were seen on the imaging. The catheter was withdrawn from the patient, and the flushing system was double checked. No issues were found but a new catheter was opened, and the procedure was completed without any further air being visible. The patient was kept for observation as a precaution, but no patient complications were observed.